Event description:
Customer reported 8 infusion set cannulas have leaked insulin over the past 2 months, and this has resulted in elevated blood glucose levels. Customer reported she has a "larger build" and was sent infusion sets with a longer cannula. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).